Event description:
Customer reported the device required repair due to the bit drill could not be removed. This is report 1 of 1 for complaint# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the device was blocked and jammed due to inappropriate use. The device was repaired by replacing several components. Placeholder.